Event description:
The patient experienced a return of symptoms. The hcp suspected the patient had an inflammatory mass and scheduled a magnetic resonance imaging. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).